Event description:
Patient arrived to the rehab entrance accompanied by a care-giver. Patient was supposed to be at cancer center entrance. As the care-giver proceeded to return to the car with the patient in a wheelchair, the patient coded. Rehab staff and pa responded to rapid response (rr) call to front lobby. Patient was in w/c in parking lot. Patient laid supine on pavement and CPR began. AED retrieved from rehab lobby and 911 was called. AED kept repeating prepare for shock but would not shock the patient. Fire department arrived and applied their AED. The AED from the rehab lobby was taken to clinical engineering who verified that the battery was dead.